Event description:
It was reported to globus that during a follow up visit, the doctor saw the collapse of the fortify core which had been implanted in the pt on (B)(6) 2012. A revision surgery has been scheduled for (B)(6) 2012.

Manufacturer narrative:
Examination of x-ray images provided by the operating surgeon reveals the possibility of height loss between 3.0 and 5.0mm. The method used to determine height loss is of limited accuracy due to different angles of the x-ray¿s and image quality. The product was not returned for eval, however, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. A similar part was taken from inventory and evaluated dimensionally and functionally, and found to be acceptable. In addition, the locking mechanism on all fortify implants in stock were checked and found acceptable. Based on record review of all available info, it is determined the fortify core design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication at this time that the issue was a result of product defect or malfunction. A revision surgery is scheduled for (B)(6) 2012. A follow-up report will be submitted with device eval provided we receive the explanted device from the user facility.